Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and was informed to continue using the pump, with instructions to call back if the malfunction code recurred. The caller acknowledged and understood these instructions.